Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. The complaint was confirmed by failure analysis.

Event description:
It was reported during a da vinci-assisted sigmoid colectomy surgical procedure, the small grasping retractor instrument had a broken/loose wire at the tip. The procedure was completed with no reported patient injury.